Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the soreness at the battery site could not be determined. Review of the sterilization record did not find any anomalies or deviations. The ipg passed all the required tests and it revealed no anomalies.

Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively.

Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post operatively.